Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Customer decided not to proceed with the vent repair.

Manufacturer narrative:
(B)(4).